Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient expired due to cardiac arrest. Additional information was requested. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. It was reported, through the patient outcome, that the patient expired on (B)(6) 2020 due to cardiac arrest. Multiple requests for additional information were sent to the customer; however, no additional information was provided. The hmii lvas IFU lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.